Manufacturer narrative:
(B)(4).

Event description:
The device could not be interrogated with the programmer on 19 august 2016 (the battery was reportedly depleted). The device was not functional and did not respond to magnet application. Recurrence of complete atrioventricular block was observed due to dysfunction of pacemaker. The pacemaker has not been checked since 2013.

Event description:
The device could not be interrogated with the programmer on (B)(6) 2016 (the battery was reportedly depleted). The device was not functional and did not respond to magnet application. Recurrence of complete atrioventricular block was observed due to dysfunction of pacemaker. The pacemaker has not been checked since 2013.

Manufacturer narrative:
Prelimiary analysis of the returned device did not show overconsumption of the electronic module.

Event description:
The device could not be interrogated with the programmer on (B)(6) 2016 (the battery was reportedly depleted). The device was not functional and did not respond to magnet application. Recurrence of complete atrioventricular block was observed due to dysfunction of pacemaker. The pacemaker has not been checked since 2013.